Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00160. Correction: the leads were repositioned on (B)(6) 2017 as previously reported.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00160. It was reported the patient is experiencing uncomfortable stimulation in the neck while stimulation is turned on. X-rays were taken and showed the occipital leads (off label use) have migrated into the neck. The patient underwent surgical intervention on (B)(6) 2017 where the leads were repositioned.